Manufacturer narrative:
As reported the patient underwent a successful implantation of the ventralex patch. The patient experienced post operative complication, fistula which is inherent to abdominal surgery in general including hernia repair. The sample was returned in a specimen jar with formalin. The sample was cut approximately in half during the explant procedure. As such the sample was returned in two pieces. The implant was significantly contracted and material deformation confirmed. Due to the contraction of the mesh material an exact size measurement could not be taken at this time. However the implant is confirmed to be a large size ventralex hernia patch. No material/manufacturing defects were identified during evaluation of the sample. As reported the patient experienced fistula formation at the site of the hernia repair. Significant contraction of the tissue at the repair site during the post-op period appears to have resulted in material deformation and contraction of the ventralex hernia patch. This would account for the as found description by the surgeon of a shrunken condition at the time of explant. Review of the device history records (DHR) found the device was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution on 02/06/2017. Fistula formation is a known inherent risk of surgery and is listed in the adverse reaction section of the instructions-for-use as a possible complication.

Event description:
It was reported that on (B)(6) 2017 the patient underwent the repair of an umbilical hernia. A bard/davol ventralex hernia patch (size large) was implanted as part of the hernia repair procedure. It is reported that post operatively the patient developed a fistula at the site of the repair. Due to the presence of the fistula the patient underwent a revision procedure on (B)(6) 2017. At that time the ventralex hernia patch was explanted. The doctor reported that the implant appeared to have shrunk while in the body. The device was returned to davol for evaluation.